Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7075106.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to lead migration and high impedances in seven contacts. The patient underwent a lead replacement procedure.